Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The account found the side rail latch was dirty causing it to stick. The account cleaned the side rail latch to resolve the issue.